Event description:
While attempting to deploy the stent, the device seemed to be malfunctioning. This type of stent is inserted while collapsed and when ready the doctor rotates an external dial that slowly releases the stent. As these stents are radiopaque he was able to visually see the stent not deploying. At that time, dr (B)(6) elected to attempt removing the stent, this was almost 100% successful but a small piece of the stent did brake off and stayed stuck in the area of the leg that was being repaired. To ensure that piece did not travel elsewhere, another stent was quickly placed in the same area to lock that piece in place permanently and at the same time repaired the originally narrowed part of the vessel.